Manufacturer narrative:
This report is submitted on december 16, 2019.

Event description:
Per the clinic, the patient experienced a magnet dislodgement during an MRI (tesla strength unknown). It is unknown if the head was wrapped as recommended by cochlear. Surgery to replace the magnet is yet to be performed.

Manufacturer narrative:
This report is filed on february 6, 2020.

Event description:
The magnet was put back in pocket using pressure after patient was under general anaesthesia on (B)(6) 2020.